Manufacturer narrative:
The elecsys dhea-s lot number is 790997 and the expiration date is 31-oct-2025. Several sample quality alarms were observed suggesting issues with sample preparation. After the event, the instrument began to produce reservoir errors sporadically. The field service engineer (fse) identified an issue with the cleancell tubing. He replaced the measuring cells and pinch valves and performed preventive maintenance. The qcs were acceptable. The specific cause of the event could not be determined. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys dhea-s result from the cobas e 801 analytical unit. The initial result was 245 ug/dl, and the repeat result was 167 ug/dl. The questionable results were not released outside of the lab. The sample was repeated as it was found that there were some inconsistencies.